Event description:
The customer contact reported the pt received more medication than intended. On an unspecified date and time, channel b of the device was programmed to deliver two unspecified medications. No specific programming parameters were provided. The customer contact reported twenty to thirty minutes after the delivery was started, the solution containers were empty which was reported as sooner than expected. The device was removed from clinical service. Multiple unsuccessful attempts have been made for additional info including specific pt and event details. No additional info has yet been received. Hospira is continuing to investigate the reported event.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. (B) (4). (B) (4).